Event description:
The balloon did not unwrap fully. The iab was removed and manually inflated. Iabp continued without further problems. (Event complications: none from the event - reported 7/17/97.) (Pt's current status: unk - rpt'd 7/17/97.)